Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A pharmacist intern reported that a knife did not cut during a cataract surgery. The tip was blunt and pre-incision of the cornea for the surgery was irregular. A detachment of the descemet's membrane of the cornea happened and the incision was not watertight. The event resolved without treatment. Additional information has been requested and received.

Manufacturer narrative:
Evaluation summary: one opened knife was received in a blister, and the blade wrapped in gauze, for the report of a did not cut. The sample was examined and was found to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; the lot was reprocessed for anomalies that did not contribute to the customer complaint. The product was released based on manufacturer acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up the exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product.